Manufacturer narrative:
Photographs and the smart card were returned for investigation. A review of the data recorded on the smart card verifies an alarm #7: blood leak (centrifuge chamber) alarm occurred after 258 ml of whole blood had been processed. Review of the customer provided photographs confirm the centrifuge bowl break as the bowl is seen in several pieces in the centrifuge chamber. The photographs show the centrifuge bowl base is still secured in the bowl holder indicating the outer bowl had separated from the base. A material trace of the bowl assembly and its components used to build lot g378 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the outer bowl and bowl base. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc 041150. S.d.a. (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g378 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot g378 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs and smartcard data is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl break during a treatment procedure. The customer stated that approximately 200 ml of whole blood was processed at the time the break occurred and that there were no alarms. Customer stated that the patient is stable and was prepped to receive treatment on another instrument. The customer returned photographs and smartcard data for investigation.